Event description:
A bipolar pacing catheter was placed via 6fr introducer at approx 6 pm on 11/9/99 without difficulty by cardiologist. Loss of capture noted several hours later which progressed to no pacing activity. Catheter replaced at approx 12 midnight. Again, catheter worked initially and then loss of capture. Extension cable and pacer generator changed without success. Pacing wire checked by clinical engineering with no activity at the proximal end of the lead. Permanent pacer placed in pt. Lot# 219gc338 pulled from stock. Baxter edwards notified. Rep will pick up the catheters during the week of 11/15/99.